Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hudson adapter was stripped. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the attachment end to be stripped. The damage is consistent with device wear out through normal use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.